Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the bottom of case seal is bulging (front left), right plunger case is cracked by upper screw hole. Customer?s reported issue was duplicated during power-up and occlusion test. The root cause of the reported issues was determined to have been caused the main board failing the background self-test and the flippers getting stuck. Actions taken to mitigate the reported issue: replaced cracked right case and recalibrated and tested per procedure.

Event description:
It was reported that background self test syringe plunger is not releasing all the way. No patient injury reported.